Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 27-mar-2023. [Additional information]: on 27-mar-2023, additional information was received. The information indicated that the user did not apply excessive force at any time during the procedure. Photos of the embotrap device is not available. The information confirmed that only one (1) pass was made with the embotrap device and recanalization was achieved and the procedure was considered completed. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22j051av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute ischemic stroke (ais) with the occlusion in the distal m1 (m1 d), the complaint device, a 5mm x 37mm embotrap iii revascularization device (et309537 / 22j051av) was used with a sofia¿ 6f intermediate catheter (microvention) as a combination. A trevo trak 21 microcatheter (stryker) was also used. The embotrap iii device was delivered to the proximal internal carotid (ic) using a 9f optimo balloon catheter (tokai medical). The sofia catheter was delivered to the internal carotid top, the trevo trak 21 microcatheter crossed the lesion, and the embotrap iii device was used for the first pass; continuous flush was maintained. It was reported that the entire microcatheter was removed and the embotrap iii device was retracted. The sofia and the embotrap iii device were removed from the patient and the physician attempted to remove the embotrap iii device from the sofia catheter, but the embotrap iii device got stuck in the sofia catheter. The physician pushed the embotrap iii back and forth, but the outer cages of both devices were damaged and were no longer useable. Recanalization of the target vessel was confirmed and therefore, the procedure was determined to be completed. There was no negative patient impact reported.